Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that after the device was connected to the lead at implant, there was no capture in the ra (right atrium). Measurements through the device showed no atrial sensing and a ventricular threshold of >4.0v/0.4ms. The measurements with the analyzer were normal. When the lead was manipulated, there was no ra sensing and no capture in the rv (right ventricle), via the analyzer. Difficulty with sliding the anchoring sleeve over the lead insulation was also noted. A new lead was implanted. No patient complications have been reported as a result of this event.